Event description:
It was reported that the patient was hospitalized with hypoglycemia with pod #2 (this case is in reference to pod#2 insulet ref (B)(4)). While wearing pod #1 (insulet ref (B)(4)), their blood glucose rose to 360 mg/dl despite giving boluses after wearing the pod an unspecified number of hours. They changed the pod to pod #2 and their blood glucose rose to 400 mg/dl 3 hours later, so they gave another bolus of 1.35 units. 2.5 hours later their blood glucose decreased to 44 mg/dl. It is unspecified when the patient went to the hospital during this, however they did go to hyères hospital and were hospitalized with hypoglycemia. Further treatment and discharge information was not provided. Both pods were discarded and are not available for return. There was also a concern that the dexcom did not sound a hypoglycemia alarm. Dr khoury's team reported the event to dexcom.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized with hypoglycemia with pod #2 (this case is in reference to pod#2 insulet ref (B)(6)). While wearing pod #1 (insulet ref (B)(6)), their blood glucose rose to 360 mg/dl despite giving boluses after wearing the pod an unspecified number of hours. They changed the pod to pod #2 and their blood glucose rose to 400 mg/dl 3 hours later, so they gave another bolus of 1.35 units. 2.5 hours later their blood glucose decreased to 44 mg/dl. It is unspecified when the patient went to the hospital during this, however they did go to (B)(6) hospital and were hospitalized with hypoglycemia. Further treatment and discharge information was not provided. Both pods were discarded and are not available for return. There was also a concern that the dexcom did not sound a hypoglycemia alarm. Dr (B)(6) team reported the event to dexcom. Additional information was received on 30-jun-2025: treatment provided in the hospital included basqsimi (nasal glucagon). The hospital length of hospital stay was 48 hours, and the patient was discharged on 17-jun-2025.

Manufacturer narrative:
Update to b5 following additional information on 30jun2025.